Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for ultrasound examination of the lesion. During preparation, the device could not show the image. The procedure was cancelled due to this event. The patient condition following procedure was stable.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was bent. No damage was found in the imaging core within the telescope and sheath section of the device. Impedance testing showed an electrical open at the proximal end of the catheter; 130-140 cm from the distal housing.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for ultrasound examination of the lesion. During preparation, the device could not show the image. The procedure was cancelled due to this event. The patient condition following procedure was stable.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for ultrasound examination of the lesion. During preparation, the device could not show the image. The procedure was cancelled due to this event. The patient condition following procedure was stable.